Event description:
Nurse reported that a system 1000 hemodialysis machine exhibited a higher ultrafiltration (uf) rate than intended during a pt treatment. Fifteen minutes after the start of the treatment, the pt vomited. It was then discovered that the machine had an extra zero during the uf programming and a uf target of 17.0 l was programmed rather than the intended 1.7 l. There was no pt injury or medical intervention associated with this incident.